Event description:
It was reported that cartridge did not lock into place when loading and was loose once installed. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information was received regarding the outcome of the event.